Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested and the following was obtained: was the device used to seal the short gastric? Yes. Please confirm if the device was used to seal the short gastric? Yes. Which button or power level was used? Single gray button was used. Any hemostatic issue noted during procedure? No hemostatic issues were noted during the case. Any tone/error message noted during the procedure? No error messages. Any other advanced energy devices used? No other advanced energy device was used. How long post-op was bleed identified? Bleed was detected roughly 3/4 hours post op. Was the site of the bleed identified? Yes, site was the short gastric itself. Was it an area where harmonic was used? Yes, harmonic was used to take it during the case.

Event description:
It was reported that during an unknown hernia repair, a lap gallbladder procedure and a lap band conversion to sleeve procedure (all at the same time) about 3 to 5 hours post op there was signs of internal bleeding. Patient was taken back to or to address. It was discovered that one of the short gastric incisions was open and bleeding. Two each unknown evarrest devices were used to seal the incision.